Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. An initial suboptimal transseptal puncture (tsp) was observed, and a re-cross was recommended for the closure device. During re-crossing using intracardiac echocardiography (ice), the versacross wire appeared to have crossed the septum and then crossed into the aorta. This was not noticed until the physician advanced the was sheath over the versacross dilator. The was sheath was left in place, and the patient was prepared for surgery. During surgery the physician observed a pericardial effusion and signs of early tamponade. The procedure was aborted before effusion was discovered. The laa was ligated during surgery. The patient has not been discharged. The physician anticipates discharge the patient soon to rehabilitation and full recovery is expected. It was further reported that the patient has now been discharged from the hospital.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. An initial suboptimal transseptal puncture (tsp) was observed, and a re-cross was recommended for the closure device. During re-crossing using intracardiac echocardiography (ice), the versacross wire appeared to have crossed the septum and then crossed into the aorta. This was not noticed until the physician advanced the was sheath over the versacross dilator. The was sheath was left in place, and the patient was prepared for surgery. During surgery the physician observed a pericardial effusion and signs of early tamponade. The procedure was aborted before effusion was discovered. The laa was ligated during surgery. The patient has not been discharged. The physician anticipates discharge the patient soon to rehabilitation and full recovery is expected. It was further reported that the patient has now been discharged from the hospital. It was further reported that the patient was sent for cardiac rehabilitation post-surgery.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. An initial suboptimal transseptal puncture (tsp) was observed, and a re-cross was recommended for the closure device. During re-crossing using intracardiac echocardiography (ice), the versacross wire appeared to have crossed the septum and then crossed into the aorta. This was not noticed until the physician advanced the was sheath over the versacross dilator. The was sheath was left in place, and the patient was prepared for surgery. During surgery the physician observed a pericardial effusion and signs of early tamponade. The procedure was aborted before effusion was discovered. The laa was ligated during surgery. The patient has not been discharged. The physician anticipates discharge the patient soon to rehabilitation and full recovery is expected.